Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a disconnected audio connector. This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an audio connector disconnected was confirmed during product evaluation. The root cause was assigned to a rear wire harness being disconnected. In order to correct this condition, the speaker assembly was replaced. This is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5.